Event description:
Pt fell forward out of chair when front caster assembly detached from chair. Fire department was called, but dealer would not give further details due to hipaa laws concerning pt's privacy.

Manufacturer narrative:
Chair has not been returned for evaluation as of the filing of this report.